Manufacturer narrative:
The analysis during the repair of the product showed that the head shell had a dent at the 12 o`clock position which was so strong that it affected the operation of the turbine and the drive gear. This is the result of a strong hit from outside, e.g. A drop during reprocessing. The dent causes on one hand side a direct interference with the spinning parts and on the other hand a higher friction in the bearings as they are not well aligned anymore due to the deformation. Both causes a heath up of the head. Additionally it was found that the bearings have been gritty which causes again higher friction and heat up of the head. This is the result of the normal wear process which takes part during the regular use. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. -> do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. ->never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: >the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. > before each use, the contra-angle handpiece must be checked for external damage. > before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. > immediately stop using contra-angle handpieces that act unusual. > never press the push-button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
Approximately first week of (B)(6) 2016, the patient was burned on lower lip. Size of burn was about 1cm. Doctor did not recall patient name to pull file, but recalled patient is female in her 60's. Doctor applied over the counter benzocaine ointment to lip and gave patient samples of over the counter oral-b ointment. He said patient is fine.